Manufacturer narrative:
Title: powered articulation by signia stapling system for stapling position adjustments: optimizing safe surgical margins in thoracoscopic sublobar resection. Source: surgery today. Https://doi.org/10.1007/s00595-020-02109-0 online publication 09 august 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, in a literature article introducing the usage of the signia stapling system for obtaining safe surgical margins in video assisted thoracic surgery. Postoperative adverse events reported in the group: prolonged air leakage (3), arrhythmia (1).